Manufacturer narrative:
Retainer ring black. On (B)(6) 2021 the customer reported an open book, a crack on the battery compartment, and water exposure. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery compartment side near the belt clip rails. After battery installation, a "insert a new aa battery" message followed by a pump error 53 were displayed on the lcd screen. The unit was unable to boot up cycling through these two error messages. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the recurring error messages. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j6, j1, u2, components located at the top of the back side, components on the lcd flex assembly; pcba2--j1, lcd flex cable terminal. A known good pcba2 was plugged into the test pcba1 and then into the test case; the unit was unable to boot up displaying the same two error messages. The test pcba2 was then plugged into a known good pcba1 and then into the test case; the device was able to boot up normally. The software version was then able to be obtained. In summary, the customer¿s report of an open book was not confirmed. On the other hand, the customer's report of a crack and water exposure were confirmed during visual inspection. The "insert a new aa battery", and the pump error 53 error messages are due to the corrosion on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer stated critical pump error alarm occurred after exposure to the moisture. Customer stated insulin pump had a crack on the bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.